Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated the patient was unable to enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was unable to be explanted and remains intact in the patient.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention may be undertaken to address the issue.